Event description:
It has been reported to philips that the system did not boot up successfully. No harm has been reported to philips. A philips field service engineer (fse) replaced the c-mos battery in both the host pc and imaging pc. After the battery replacements, the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected during the course of the investigation, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse identified that the time and date in the host pc were not current. The cmos battery in the host pc is responsible for supplying power to the cmos memory which stores the time and date, and allows the pc to store it's bios settings. The fse identified that the cmos battery had depleted. The fse replaced the cmos battery in both the host pc and additionally in the ip pc (image processing pc). After the replacement of the cmos batteries, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.